Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device moved and it was her skin¿s fault. The patient stated she had a gastric bypass and lost 160lbs. It was noted that the patient and doctor had determined the best spot for the device but when the patient stood up the doctor watched the skin move and the device move right along with it. The patient mentioned that the placement was redone and moved to her hip bone to the middle of her bottom right below the waistline. The indication for use was non-malignant pain. No patient symptoms reported.